Event description:
It was reported the patient experienced inadequate therapy from their deep brain stimulation (dbs) implantable pulse generator (ipg.) Attempts to reprogram were unsuccessful. High impedances were noted, the physician assessed that its possible the high impedances were coming from the adaptor. The patient underwent a revision where the ipg and adapter were replaced with non-boston scientific product. The physician reported high impedance issue continued with the competitors dbs system.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: dbs-adapters, upn: (B)(4), model: db-9218-15, serial: (B)(4), batch: (B)(4).